Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause could not be determined. The rinse flow block and contaminated parts were replaced and the device was checked for complete cleaning. There was no patient or user harm reported.

Event description:
Have received an email from claire verlander in ipswich ebme informing me that there could be internal blood contamination of the c6 via the blue side of the rinse flow assembly part. Claire has no idea how this happened or when as vent was put away in equipment cupboard while she was off on leave.